Manufacturer narrative:
(B)(4). The analysis results found that the er420 device was returned with a clip in jaws and in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining 16 clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a nephrectomy procedure, while the doctor tried to apply the large endo clip to the renal vein, the clip jumped out from the jaw and couldn't form a correct hair pin formation; but scissor like formation. He tried to fire again, but the result remained the same. The doctor tried to change to another brand new one, but the result was still the same. The doctor gave up and converted to the hemo lock device. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.